Manufacturer narrative:
The MFR svc rep performed an on-site investigation. The wire on the power plug was tightened. The sys was tested and is operating as intended.

Event description:
The customer reported the 9900 sys had a loose plug on the power cord. No pt injury was reported.